Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated the cycler alarmed with m31 air detected in cassette warning messages during drains 2, 3 and 4 of pd treatment. The patient stated there was fluid leaking from the patient line and was leaking onto the floor. The patient did not complete treatment. The patient was connected during the incident. Fluid was seen a foot below the patient connector. The patient saw fluid on the floor. The film on the back of the cassette was not loose. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. The cycler was replaced. Additional information was requested but was note received to date.

Event description:
A peritoneal dialysis (pd) patient stated the cycler alarmed with m31 air detected in cassette warning messages during drains 2, 3 and 4 of pd treatment. The patient stated there was fluid leaking from the patient line and was leaking onto the floor. The patient did not complete treatment. The patient was connected during the incident. Fluid was seen a foot below the patient connector. The patient saw fluid on the floor. The film on the back of the cassette was not loose. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. The cycler was replaced. Additional information was requested but was note received to date.

Manufacturer narrative:
Additional information: d4, h4

Event description:
A peritoneal dialysis (pd) patient stated the cycler alarmed with m31 air detected in cassette warning messages during drains 2, 3 and 4 of pd treatment. The patient stated there was fluid leaking from the patient line and was leaking onto the floor. The patient did not complete treatment. The patient was connected during the incident. Fluid was seen a foot below the patient connector. The patient saw fluid on the floor. The film on the back of the cassette was not loose. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. The cycler was replaced. Additional information was requested but was note received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.